Event description:
It was reported that during a routine interrogation immediately following replacement of the implantable neurostimulator, impedance readings were >10,000 ohms on electrode pair 6 and 7. The leads had not been replaced. There was no pt injury, and the pt recovered without sequela.

Manufacturer narrative:
(B)(4).